Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and rovided the below set of examples for review. Date / time / sg value / bg value: a. (B)(6) 2025 1:45 p.m. Sg: 87mg/dl bg: 158 mg/dl; trend arrow: horizontal; user ate shorty before; 30 minutes later: sg: 105mg/dl; b. (B)(6) 2025 5:00p.m. Sg: 274 mg/dl bg: 74mg/dl; trend arrow: rising; played tennis; 30 minutes later; sg:106mg/dl, c. (B)(6) 2025 6:17a.m. Sg: 41mg/dl bg: 140mg/dl; horizontal; user got up; 30 minutes later; sg: 50mg/dl, d. (B)(6) 2025 9:40p.m. Sg: 107mg/dl bg: 227mg/dl; trend arrow rising; user went to bed; 30 minutes later: sg: 142mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was never received. Hence, additional investigation was performed on the customer synced glucose data in dms. The raw sensor data analysis showed significantly depressed signal and reference channel values since insertion on (B)(6) 2025 and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel (chemical component), such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. Per dms, the customer is still using the system as it recovered about a month later and the most recent data (12 jul - 25 jul 2025) showed good agreement between blood glucose (bg) and sensor glucose (sg) values. B4. Date of this report 28 july 2025. G3. Date received by the manufacturer? 28 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.